Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for investigation, but a photo provided. The image was reviewed, and it was not possible to confirm the reported condition or determine the root cause based on the photo alone. However, actions have been implemented to address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported that when package was opened for the placement in a patient, it was found to be cut in half. The product was not used on the patient. Per customer, the flush was connected to female piece and when attached to male, it leaked where flush connects to female. The customer got another one and it worked. Additional information was received from the customer and stated that the tube was partially cut (severed) through inside the sterile packaging. The packaging was not damaged or broken prior to the nurse using it. The registered nurse (rn) flushed the connector and it leaked out of the cut. The tube was not used on a patient.